Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h3 and h4, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the lever had leakage during user handling and water invaded the device which caused abnormality in image sensor unit, causing no image. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the bronchovideoscope had leakage from the g channel during receipt inspection. During inspection and evaluation, the image is disconnected. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: leaking from lever, and leakage from the g channel. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.